Event description:
A hospital in (B)(6) reported via a distributor that the water feedset tubes of two mr290v vented autofeed humidification chambers were damaged. No patient consequence was reported. The subject mr290v chamber is part of the rt340 adult dual heated evaqua breathing circuit kit.

Event description:
A hospital in (B)(4) reported via a distributor that the water feedset tubes of two mr290v vented autofeed humidification chambers were damaged. No patient consequence was reported. The subject mr290v chamber is part of the rt340 adult dual heated evaqua breathing circuit kit.

Manufacturer narrative:
(B)(4). Lot number: quantity affected: manufacturing date: 120721, 1, 07/21/2012; 120920, 1, 09/20/2012. Method: the complaint mr290v chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that each returned device had a break in the feedset tubing at the connection to the chamber. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for both lot numbers. Conclusion: the damage appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. This is evidenced by the rough break. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred after release for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
Ps126891 lot number: 120721, unknown; quantity affected: (B)(4); manufacturing date: 07/21/2012, unknown. The complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.